Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during in-service. Previous tests had shown negative results. There is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Service inspection requested.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacteria during in-service. Previous tests had shown negative results. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to inspect the contaminated device. The inspection of the outer and inner parts of the heater-cooler system 3t showed slight indications of residuals and biofilm on the leverage (poles) of the pumps. Additionally, discoloration of internal tubing was noted. The tanks appeared to be clean. Based on the observations of biofilm in the water circuits of the inspected device, livanova (B)(4) concluded that the users have not always strictly followed the cleaning and disinfection instructions according to the instructions for use (IFU). The customer was in the process of purchasing new devices at the time the complaint was filed, so the decision was made not to proceed with deep disinfection and to remove the unit from service. However, during follow-up communication with the customer, livanova (B)(4) learned that they recently decided to pursue deep disinfection when they were notified that the process is free of charge for proven mycobacterium chimaera-contaminated devices. They were able to confirm mycobacterium chimaera contamination in their device through further testing following the announcement. The facility now plans to use the device as a loaner following deep disinfection. Furthermore, the customer disclosed that they have not regularly cleaned the machine since the incident and it has been sitting dry. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova deutschland has initiated a CAPA project (2016-01) for this type of issue. Device not yet returned to manufacturer.